Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the power supply, p2500, for the infinity acute care system (iacs) showed signs of smoke. The nurses in the room stated the p2500 started smoking so they transferred the patient to another room. The patient was not connected to the device when the issue occurred. There was no adverse patient impact and no delay in patient care reported. The device was taken out of use for inspection.

Manufacturer narrative:
The power supply was inspected by the customer biomedical engineer, who confirmed that the power supply continued to power the iacs. The biomedical engineer inspected the power supply, and reported that the device had no visible defects, and that it "appeared normal" when taken apart. The customer reassembled the power supply and tested it in the biomed shop, and that there was no reoccurrence during testing. Based on the information available, we are unable to determine the cause of the reported issue.

Event description:
It was reported that the power supply, p2500, for the infinity acute care system (iacs) showed signs of smoke. The nurses in the room stated the p2500 started smoking so they transferred the patient to another room. The patient was not connected to the device when the issue occurred. There was no adverse patient impact and no delay in patient care reported. The device was taken out of use for inspection.